Event description:
We received on 02 apr 2025 a complaint ((B)(4)) from switzerland reporting the following event: the patient received 2 juliet ti cages at 2 levels: jut-t6 34 09-s, batch n° 7-2150 at level l4-l5, jut-t6 34 11-s, batch n° 6-8618 at level l5-s1. The patient also received other material from another brand: 2 pedicle screws and 2 nuts + 1 rod at level l4, 2 pedicle screws and 2 nuts + 1 rod at level l5, 2 pedicle screws and 2 nuts + 1 rod at level s1, bone substitute at level l4. 1. The patient had an initial surgery on (B)(6) 2023. 2. Event start date: june 2024. The patient went to another surgeon for revision surgery without informing dr (B)(6). 3. Reintervention date: (B)(6) 2024. The surgery report from the other surgeon describes: a pseudoarthrosis at level l4-l5, a reduced lumbar canal at level l3-l4 (new), a recurring reduced lumbar canal at levels l4-l5, l5-s1. During the reintervention surgery, the patient underwent: a decompression at levels l3-s1 (3 levels), extension of spondylodesis up to l3 (previously it was only l4-s1), change of screws (non-spineart) at levels l4-s1. 4. Event end date: 04 july 2024 note that the patient was lost to follow-up after his 6m visit. This revision surgery took place between the 6m and 12m visit. At his 6m visit, the patient was doing fine with a little bit of pain (vas = 3) but not disabling.